Event description:
As reported by the user facility ((B)(4)): fast flow, drug infused in 2 hrs instead the 4 hrs. Drug: solumedrol.

Manufacturer narrative:
We received 1 used (contaminated with coagulated blood) easypump ii st 400-4-s without packaging. The received sample was subjected to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was not assigned by the customer. Crystallized drug residues outside of the sample were not detected. After opening the top cap the closing cone is missing, we detected no crystallized drug residues at the filling port (lli-cone). We detected no air inside the triangle tube or microbore tube and no air inside the flow restrictor at the used sample. Furthermore, residues of fluid inside the lla-cone of the pt connector were not detected but coagulated blood was detected into the lla-cone. Additionally, the sample was taken to a functional test, respectively a leak test was carried out. The sample was filled up to the nominal volume (400 ml). After opening the white clamp and waiting for a while, the pumps worked (solution was running). Leaks were not detected at the sample. Furthermore, we tested the flow rate of the received sample. Nominal: 100 ml/h. Actual: 142.2 ml in 1 h; 267.4 ml in 2 h; 396.9 ml in 3 h. We have informed our production site accordingly. We did check system for the easypump ii product code 540058v (st 400-4-s), batch no. 2d0628ed21 found that this batch was manufactured on 06/04/2012, and the results of flow rate testing during production and/or after sterilization showed "passed". We had reviewed this batch record (in sap system). The manufacturing did not find any error concerning flow rate. We didn't find any possible root cause related to flow rate measurement process, so we confirmed that this lot was produced according to product specification. Furthermore, improvement for production process. We are implement more accurately air supply system to production process since (B)(4) 2013.